Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex contour profile high 650cc saline breast implant, catalog number 3542715, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a mentor siltex contour profile high 650cc saline breast implant that deflated after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It has been indicated that bilateral replacement may take place in the future.

Manufacturer narrative:
On 04/20/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device was received without fluid. No foreign material was observed within device and yellow and white material observed on shell surface. Device was observed with a rent measuring 2.0 cm on the anterior aspect. No other anomalies were observed. Complaint of rupture was confirmed. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, product evaluation team was precluded from further evaluating the device. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, crease, and shell abrasion occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 03/23/18, it was reported that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/11/2018, it was reported to mentor that there was implant malposition and capsular contracture on the right breast implant. As a result, the patient had undergone explantation on (B)(6) 2018. In addition, additional information received on 04/11/2018 implicated that there was a second device, which will be reported separately. In addition, the date problem observed was (B)(6) 2018. Manufacturer¿s reference number: (B)(4).